Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# 91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's omnipod 5 personal diabetes manager charging cord and adapter have been reported to be overheating, and the device fails to hold a charge. The patient has confirmed that they are using a charging cord supplied by insulet.